Event description:
Device 3 of 3. Reference MFR report #s: 1627487-2011-06190 and 1627487-2011-06196. The pt's ((B)(6)) scs sys included an ipg, percutaneous lead and lead anchor. It was reported that the pt was unable to initiate stimulation. This issue was first observed following the pt's colonoscopy procedure. In addition, it was alleged that the recharge burden for the pt's ipg had increased. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to address these issues. During the procedure, a fracture was observed in the lead near the anchor site. The pt's lead, ipg and lead anchor were replaced and effective stimulation was recaptured as a result.

Manufacturer narrative:
Eval: results: visual inspection of the anchor confirmed the distal end has been modified. The original length of the anchor is 1 1/2 inches per design. The returned anchor measured slightly over 1 1/8 inches or 3/8 inches shorter than its original length. It appears that the lead fracture occurred at the point where the modified distal end of the cinch anchor was in contact with the lead body. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.